Manufacturer narrative:
Correction on date of submission error of 04/07/2026 submitted on 04/08/2026.

Event description:
N/a.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "mechanical hardware failure (vr assembly)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: received at depot re homed resistor motor ran functional checks 50ml @ 250ml/hr damaged front housing (cassette loading area) damaged retaining plate preliminary investigation: mechanical hardware failure (vr assembly) needs front housing and resistor motor verified proper functionality of valve pins and loading guides replace retaining plate pump placed in bring up mode and sent to the test line passed all stations of the test line front housing" final acceptance provisioned pump to 08 server sent to hematherm loaded into heratherm @ 06.30 and 03/16/2026 passed heratherm pulled @ 18:30 03/16/2026 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety - pass provision pump to mayo server return to service. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.

Manufacturer narrative:
N/a.